Manufacturer narrative:
(B)(4). Batch # r59j59. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number r59j59, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, a breaking sound of the washer was not heard, and the washer was uncut at the firing. The device was used for dst anastomosis between the colon and the rectum through the anus. The reinforcing material was used. The target tissue was not cut completely, so that the device had a difficulty in removing from the patient. After the device was removed a little forcibly, the surgeon checked the anastomosis site laparoscopically, and it was found that the deployed staples were loosely formed. Then, the anastomosed site was recut, and the dissection around the target tissue was performed again. Another cdh29a was used to complete the case. There were no adverse consequences to the patient. The sales rep attended the operation in the middle of it. When another cdh29a was used to complete the case, the rep advised the surgeon to take the anvil head to attach the anvil to the housing. Since the surgeon took the locking spring of the anvil to attach. The patient did not construct a colostomy as planned because the surgeon anastomosed with the replacement.the patient is getting better. The surgeon who fired the device when the event occurred had no experience in firing cdh devices. He did not understand much how far he should have grasped the firing handle. Therefore, there was a possibility that the adjusting knob was not enough to be grasped. The surgeon did not pay attention to the range of the gap setting scale. He felt that the adjusting knob rotated by touching the knob slightly at the firing. Due to that, there was a possibility that there was a gap between the housing and the anvil, and it caused the staples formed loosely.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition marks were noted on the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be within bounding of the field action. The device was reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated thickness tissue. The device did not exhibit behavior associated with the field action. The device performed as intended. The damaged noted on the washer is consistent with the device been fired over existing staples. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.